Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that actuation failure of the probe occurred during usage. The condition of aspiration was unknown. The surgery was completed after replacing the product with another one. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history record for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint lot history examination indicates there was one other complaint for the reported issue. One vitrectomy probe sample was returned for evaluation. The returned sample was visually inspected and deemed nonconforming. The cutter has closed in the port opening. Actuation testing was performed and deemed nonconforming. The cutter did not fully open or close. Bubbles were also observed exiting the port. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance when removing the inner cutter from the needle. Wear marks were present at the bend area. The actuation test was retested after the probe was disassembled and the test was then deemed conforming. The complaint evaluation does confirm the probe would not aspirate or actuate. The probe did not function properly due to the inner cutter being stuck in the closed position in the port. No manufacturing issues were observed for the complaint sample when the probe was disassembled. It appears that while being used, surgical material became wedged inside the probe and caused the inner cutter to become stuck in the closed position along with restricting the movement of the inner cutter. Testing after disassembly of the probe¿s outer needle eliminates the restriction on the inner cutter and the probe actuation is then acceptable. An investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).